Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection identified an external fluid leak from the filter dialysate port. The reported condition was verified. The cause was a mechanical shock during transportation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m100 set c during priming. There was no patient involvement. No additional information is available.